Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties and there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The other four perclose proglide devices, referenced are filed under separate medwatch manufacturer report reference numbers.

Event description:
It was reported that suture placement with a total of five proglide devices was attempted in the left common femoral artery (lcfa) and right common femoral artery (rcfa) via 6fr sheath using the preclose technique prior to an endovascular aneurysm repair (evar) procedure. Reportedly, the sutures came loose when the proglide device was removed from the patient anatomy with all five devices. Two additional proglide devices were used for successful suture placement in the lcfa and rcfa using the preclose technique. The sheath was upsized to 18fr and the evar procedure was completed. Hemostasis was achieved in both the lcfa and rcfa using the pre-placed sutures from proglide devices. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. It was reported that the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.